Event description:
Reportedly, the suture was used during a carotid endarterectomy. Suture prematurely broke during a critical anastomosis. Prolonged surgery, anesthesia, bleeding, etc. Anastomosis had to be re-done.